Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 472 mg/dl. His sensor glucose reading was 170 mg/dl but his blood glucose level was 223 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. According to the customer the insulin pump, the sensor, and the transmitter were not working. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.